Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 3 events were reported for this quarter. Product return status, 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 3 devices: product disposition is not yet determined. Additional information, 3 devices were not labeled for single-use, 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: overheating of device, 2 events had problem identified during non-clinical procedure; there was no patient involvement, 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99418. Supplemental rationale: corrected data: b5, h1, h6, h11. 3 events were previously reported during the reporting quarter: however, - 1 event was reported in error. - 2 previously reported events are included in this follow-up record. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: overheating of device. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99418. Supplemental rationale: corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: overheating of device. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.